Event description:
It was reported that the patient had second revision surgery and started limping a few months after having implant surgery. Patient was not having any pain at the time. Patient started having pain which increased. Patient reports that when he stood up he had to wait to make sure he could bear weight. Patient is now experiencing extreme pain and is scheduled to undergo his 3rd revision surgery on (B)(6), 2013.

Manufacturer narrative:
Specific device information was not provided. It was indicated that the device implanted was an unknown left trident hip. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).